Manufacturer narrative:
Awaiting the return of the actual part for inspection and evaluation. However, the failure to osseointegrate is a well know inherent risk of the procedure.

Event description:
The dentist reported that the mini implant failed. No injury was reported to the patient.